Event description:
In 2009, the patient reported that yesterday after breakfast, he had an elevated blood glucose reading of 185 mg/dl with his normal reading being 110 mg/dl. He had no symptoms and bolused 2 units of insulin to treat his reading. Troubleshooting did not find any product issues. A request for assistance was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.